Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired for a second time and the staples were malformed. Prior to this firing, the customer fired a six row and it was perfect. The customer used a competitor's device to complete the case. There was no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.